Event description:
It was reported that the pt underwent spinal surgery. During surgery, the tip of the left coronal bender broke off during in-situ bending. The tip fell in the pt. The tip was retrieved. X-rays confirmed no device fragments remained in the pt. No additional pt complications were reported.

Manufacturer narrative:
(B)(4): the coronal bender was returned for eval. The broken tip was discarded at the hosp. The hardness was found to be within specification. The angle and location of the tip plastic deformation and breakage of the tip suggest technique may have contributed to the reported event with the rod not fully engaged into the mouth of the instrument which resulted in overload of the lower corner of the instrument. Microscopic examination of the fracture surface reveals a fairly brittle fracture which changes planes due to the geometry of the part; also consistent with overload of the part. X-rays were not provided. A review of the device history records did not identify any applicable nonconformance to specification.